Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an dual access arteriotomy closure of moderately calcified left common femoral artery (lcfa) and right common femoral artery (rfca) using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, in the lfca, one prostyle was successfully placed. When placing the second prostyle, a suture break occurred after removal of the plunger. A non-abbott device was then success pre-placed. In the rfca, the footplate of two prostyle devices were difficult to open and were unable to fully close. Both devices were successfully removed from the anatomy, but reportedly caused damage to the vessel. No additional prostyle devices were attempted and the procedure was continued. The sheath was upsized to 12f in the lcfa and 18f in the rfca. The procedure was completed and hemostasis in the lfca was achieved with the two pre-placed sutures. A cut down was performed in the rfca and manual suturing was performed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.